Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported, while in use of a patient, that this 980 ventilator powered off, entered into vent inop (ventilator inoperative), detected background faults, and the settings were locked out. Upon review of the ventilator logs, it was noted that the ventilator experienced a one minute period of unexpected power loss and then resumed ventilation with battery related background faults. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and confirmed the battery faults from the ventilator logs. The fse found battery was unable to keep a charge due to emitting a red led (light emitting diode). The fse replaced the battery. The ventilator passed all testing per manufacturer specification at the time of service. The event was isolated in the field to a potential fault of the rechargeable lithium ion battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, while in use of a patient, that this 980 ventilator powered off, entered into vent inop (ventilator inoperative), detected background faults, and the settings were locked out. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Additional code added to section h6 result h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported, while in use of a patient, that this 980 ventilator powered off, entered into vent inop (ventilator inoperative), detected background faults, and the settings were locked out. Upon review of the ventilator logs, it was noted that the ventilator experienced a one minute period of unexpected power loss and then resumed ventilation with battery related background faults. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and confirmed the battery faults from the ventilator logs. The fse found battery was unable to keep a charge due to emitting a red led (light emitting diode). The fse replaced the battery. The ventilator passed all testing per manufacturer specification at the time of service. One battery is returned to medtronic for failure investigation. No visible distortion or damage was observed that may have affected the function of the battery. Using a test ventilator, the battery was inserted into the primary battery receptacle with no led¿s displayed and 69% on the status display. The reported event for the battery would not charge was duplicated. The analysis showed the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall alternating current (ac) power. This is indicative of a hardware short circuit (hsc) failure with the pb980 battery. With a hsc failure the battery will not work. The cause of the event was isolated to a fault in the battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.